Event description:
It was reported that a spectrum infusion pump was alarming air in line. It was also reported that there was no patient involvement.

Manufacturer narrative:
Baxter received and evaluated the device. The evaluation found that the upper and lower readings on the ultrasonic sensor with a fluid filled set were below specification. With low ultrasonic readings the pump may be more sensitive to air in line alarms causing the reported event. As a result, the upstream sensor has been replaced.